Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ fx top, a sample bottle had to be forcibly removed. This led to the bottle bursting, and the instrument was then contaminated with patient sample. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The previous MFR report #1119779-2025-00011 was sent in error. This issue was already reported under MFR report #1119779-2025-00008.